Manufacturer narrative:
(B)(4): evaluation: results: (endoleak, graft migration), other (unknown cause of migration). Conclusion: other - (unknown cause of migration).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 8.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent CT demonstrated that there has been aneurysm expansion from 4.2 cm to 7.7 cm. In addition, a type I endoleak due to a distal migration of the stent graft was observed; however, the cause of the migration is unknown. The physician elected to intervene for the endoleak and migration by surgically-converting the patient and explanting the stent graft, with successful results. No additional clinical sequelae reported, and the patient is fine.